Event description:
Apparent jamming of diathermy finger switch when probe brushed against pt's thigh. It was still on although surgeons finger was off button. Instrument had operated successfully prior to this. This resulted in two partieal thickness burns to the left tight. The tech-switch pencil had been autoclaved 7 times.